Manufacturer narrative:
On an unspecified date in the same month as the onset, the patient completed intravenous piperacillin tazobactam antibiotic treatment and recovered from the peritonitis. On an unspecified date, the peritoneal catheter was removed and the patient was changed to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent and abdominal pain. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The same day as onset the patient was treated with intraperitoneal (ip) vancomycin (2 gm for two days, frequency not reported) and ip amikacin (100mg for two days, frequency not reported). Two days after event onset, the patient was treated with intravenous piperacillin tazobactam (every 12 hours, ongoing, dose not reported). Three days after hospital admission, the patient was discharged. Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.